Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device's feet were broken and could not be anchored to secure the device to the cart. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was observed by a field service engineer (fse) when they were at the customer site servicing the device. The fse determined that the bottom foot kit needed to be replaced. The customer was provided with a quote for the replacement part. This investigation is ongoing.